Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed the utilization of partially discharged batteries; no evidence of short battery life was observed. Multiple low battery warnings were observed; no replace battery warnings were observed. The pump was able to power on and be exercised for 24 hours with no errors, alarms, or warnings. The device was found to perform within specifications. The pump cover was removed and no internal defect was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump¿s battery life had shortened from about four weeks to approximately one to two days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event